Event description:
Failed perclose s/p cath. Pt developed hematoma/pseudo aneurysm had to have surgical repair of pseudo.

Event description:
Add'l info rec'd from MFR 8/21/03: model number 12337. Manufacturing lot and/or serial number unk. The device was not return. There was no lot info provided therefore a work order review cannot be performed. A root cause cannot be determined based on the info provided. The date that firm received info about the event described in the medical device report. 06/12/2003. The device is not being returned for testing and investigation. The device has been sequestered by the facility. Conclusion code 92 was documented in the initial MDR because a root cause cannot be determined based on the info provided. The device is not being returned for testing and investigation. The device has been sequestered by the facility.